Manufacturer narrative:
Advanced bionics no longer considers this event reportable. This is an operating room return. The recipient was not implanted with this advanced bionics cochlear device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.